Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 600 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer stated that the reason for hospitalization was long acting insulin with the regular injection. The customer was treated with two bags of fluid. The insulin pump will not be returned for analysis.